Event description:
It was reported the epg (external pulse generator) has broken housing and is missing parts. The epg was returned for repair. It was analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The upper/lower cases, both bail covers, ring cover, and battery drawer were broken, and both bails and ring were missing. The battery release was also found to be contaminated, and the main printed circuit board was out of electrical specification.